Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned burr identified no damage. Review of the device history records and receiving inspection report did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. The device has a potential field age of 3 months. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the burr was unable to fully seat to the proper position within the powered handpiece upon insertion.